Manufacturer narrative:
Account stated he received the new siderail end tube, replaced it and the issue is resolved.

Event description:
Account called and alleged that the right side end tube was bent and broken. The siderail was unable to latch. There were no reports of injury.